Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia after a period of fluctuating glucose, with values trending down to 95 mg/dl, rising to 155 mg/dl, and then declining to 57 mg/dl within about an hour; the pump alarmed for low glucose, and the user treated with donuts and multiple glucose tablets after initially hearing the alarm, without pretreatment before the alarm. Symptoms included muscle weakness, sweating, and shakiness. Outcomes included resolution of the low and return to range without hospitalization or medical intervention beyond oral glucose. Troubleshooting and education were completed, including guidance to treat with up to 15 grams of fast-acting carbohydrates based on severity and to reassess at 15-minute intervals, with repeat treatment as needed. Investigation included case assessment and user interview regarding event sequence and contributing factors such as stress. Investigation of this case revealed no device malfunction or component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.